Manufacturer narrative:
Patient information was unavailable from the site. A manufacture representative went to the site to inspect the system and confirmed the issue. Straightened out the inner door cover as it was wedged inwards toward the gantry causing the detector and tube guard to hit the cover. A complete system checkout was performed after resolving the issue and all tests passed.

Event description:
Medtronic received information regarding an imaging system intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that while taking a spin the imaging system¿s gantry made a popping sound. The system was fully functional and there was no surgical delay.